Event description:
Patient presented to the physician with wound dehiscence at the chest incision site. Physician brought the patient into the or six days later and found that the stimulation lead had eroded through the skin at the chest incision. Physician tucked the stimulation lead, flushed the ipg pocket with antibiotic solution, and closed.